Manufacturer narrative:
The patient's drive line infection was initially reported in MFR# 2916596-2019-02762 and MFR# 2916596-2019-02760. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to his routine clinic visit on (B)(6) 2019 with worsening drive line damage and a small abscess next to the drive line. Cultures from both grew pseudomonas and the drive line culture also grew streptococcus agalactiae. Results were not final until (B)(6) 2019. The patient was admitted to the hospital for an incision and drainage to be conducted on (B)(6) 2019. CT scan showed fluid collection of size 8.2 by 2.6 by 7.2 cm in the patient's anterior abdominal wall, near the drive line. This area, the drive line, and under the drive line were all explored and debrided in the operating room on (B)(6) 2019. Cultures were taken and were positive for pseudomonas and for haemophilus parainfluenzae. The patient was initially treated with intravenous (IV) levoquin and zosyn. The patient was discharged home after starting oral levoquin. The treatment plan spans 14 days. (B)(6) 2019 is the planned end date for antibiotics. No further information was provided.